Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the technician's statement, the ventilator was flooded. The customer did not accepted the quotation of the repair and our technician was not on site. No more details were provided. Within servo unit, the electrical parts are located inside device, beneath the cover and mechanically protected by it. The unit has been produced after of introducing new standards of degrees of protection against harmful ingress of water iec 60601-1 ed.3. Unfortunately, the device's logs have not been provided, no further analysis has been possible. As no more details regarding what kind of the liquid, which part exactly were affected and circumstances of the flooding were provided, the cause of the issue could not be established.

Event description:
It was reported that the ventilator was contaminated with liquid. There was no patient harm. Manufacturer's ref. (B)(4).